Manufacturer narrative:
(B)(4). The pipeline flex reported in this MDR was returned for evaluation without its pushwire and catheter. The ends of the pipeline flex were found fully opened with damaged braid. Based on returned device evaluation, the report that a section of the pipeline flex did not open could not be confirmed. The cause for the experience reported could not be determined as the pipeline flex was returned fully opened with damaged braid. It is possible that the damage to the braid may have contributed to the reported issue. However, the cause for damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture.

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a giant cavernous carotid aneurysm, the physician reported that three pipeline flex devices were not open. The patient came with 3rd cranial nerve palsy. The internal carotid artery between landing zones was fusiform and dysplastic. The first device (ped425-20) was pushed out of the catheter and the distal segment did not open (MDR 2029214-2015-00635). The second device (ped475-12) also did not open distally (MDR# 2029214-2015-00636). The third device (ped 475-12) attempted did not open in the segment 2-4 mm from distal edge of stent (MDR# 2029214-2015-00637). Angiographically it appeared as a torsion because the distal edge would open and proximal to the "torsion" would open, but this one 2 to 4mm segment would not open regardless of technique used to try and get stent to open. Several different delivery techniques were tried in order to get stent to open (loaded, unloaded, pushed, unsheathed, etc.) Each device was resheathed twice to try to open the distal end. None were successful at getting stent to open properly. Device was pulled back through the marksman catheter and retrieved from catheter hub. The patient was successfully treated with different a pipeline classic device. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. Same event as reported in MDR# 2029214-2015-00635 and MDR # 2029214-2015-00636